Event description:
It was reported that the atrial lead sustained clavicular crush and exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis found that the outer coil was fractured at 26.5 cm from the end of the connector pin and the outer and inner insulations damaged at the same location as a result of clavicular crush.